Manufacturer narrative:
G4: 24sep2020. B4: 09oct2020. Visual inspection of the customer returned retention plate revealed that the unit is missing the mounting screw. A failure investigation (fi) technician found the retention plate missing the retention plate mounting screw. No functional testing is required. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03feb2020.

Event description:
It was reported that the unit's oxygen fitting retention plate was broken. There was no patient involvement. The manufacturer's international service technician performed troubleshooting and confirmed the reported issue. The service technician replaced the oxygen fitting retention plate to address the finding. The technician performed testing and no abnormalities were found.